Event description:
It was observed that during the device evaluation, the ureteroreno videoscope exhibited a detached bending support pin producing a sharp edge. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, regarding the detached bending support pin producing a sharp edge, the cause was due to problems caused by changes in the shape or size of the device due to an applied force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.